Event description:
It was reported the customer has to have spouse change estimates on the bolus wizard. Customer stated the device estimated 6.2 units and changed it to 4.3 units and blood glucose lowered to 52 mg/dl. Customer stated if she would have taken what the device suggested she would have been in trouble. Customer state one night her blood glucose lowered to 32 mg/dl and her spouse treated by giving her juice. Customer states the sensor will sometime alarm at night weak signal. Troubleshooting for sensor issues was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-01033.